Event description:
Physician used a size 13mm intra medullary reamer head to ream femur. The 13mm head got lodged in the femur and after several attempts to retrieve it physician decided to leave it in place rather than do more damage. Physician proceeded to place hip prosthesis and cement it in place. Physician contacted the pt's family and informed them of what had happened. Per physician, the reamer head would not affect the repair of the hip or cause any further damage. Equipment was not damaged.